Event description:
Pt with copd, status post coronary artery bypass surgery, arrested. Chest opened. Lungs were hyperinflated which improved with ambu bag ventilation. Pt was placed back on the ventilator and their lungs became hyperventilated again. They returned back to ambu bag ventilation. Pt was changed to a different ventilator. Pt was taken back to the o.r. For exploration. Postop diagnosis was probable tension pneumothorax with cardiac arrest. Pt expired after complicated course three days later. Four months prior to event, air regulator in ventilator replaced. After this event, the new air regulator was found to have a defect. However, the safety valve and alarms were found to be functioning. Because safety valve functioned appropriately when it was tested, reporter does not believe it caused the lung hyperventilation. Reporter is reporting this because of the repeated failures of the air regulator.